Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of jacket damage to the modular cable was able to be confirmed. The modular cable (lot number: 8062126) was not returned for analysis; however, a photo was submitted of the modular cable. The modular cable had a cut that went through the outer layer and armor layer. The interior, wire sheathing layer was exposed and was seen to be discolored; however, no damage to this portion of the cable was observed. No damage to the wires was noticeable. Additional information provided on 29may2024 stated that the lot number of the new modular cable is 10108546. The modular cable was exchanged; however, will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 8062126) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heavily damaged modular cable. The modular cable was exchanged. There was no evidence of electrical damage to the driveline found in the log files.